Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the pump was turned on for the first time, the pump reset unexpectedly. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. The customer successfully finished programing the settings and started using the pump.